Event description:
It was reported the patient's ipg has flipped in the pocket. As a result, the patient experienced difficulty charging her ipg. The patient plans to undergo surgical intervention as the next course of action.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.